Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see narrative.

Event description:
It was reported that bd nexiva catheter tip is frayed. The following information was provided by the initial reporter: this IV was placed in a patient's vein causing great discomfort, the patient yelled out in pain and pulled their arm away, removing the IV. The end of the catheter on this IV appears to be frayed, which likely caused the discomfort. The patient required a second IV placement.